Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 4195639, expiration date: 2019-07-31, manufacture date: 2014-07-14. Medical device lot #: 5201563, expiration date: 2020-07-31, manufacture date: 2015-07-20. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a consumer found the barrel broken ¿shield attached to the hub¿ on a bd ultra-fine¿ insulin syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Two investigations were carried out. Customer returned (1) 1cc, 6mm, 31g syringe in an open poly bag from lot # 5201563 and (1) 1cc, 6mm, 31g syringe in an open poly bag from lot # 4195639. Customer states that the syringe is bent and the syringe is broken. Both returned syringes were examined and the syringe from lot # 4195639 exhibited a bowed barrel. The syringe from lot # 5201563 exhibited a broken barrel with a piece of the barrel and the cannula in the shield separated from the barrel. Samples were forwarded to manufacturing (holdrege) on 30mar2018 for further review. On (B)(6) 2018, holdrege received one (1) 1ml, 6mm, 31g syringe in opened polybag from batch# 5201563 and one (1) 1ml, 6mm, 31g syringe in an opened polybag from batch# 4195639. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. No additional findings were found during this evaluation. Probable root cause for the bowed barrel is likely a molding issue prior to the part cooling. This can lead to a non-linear shape (curve) on occasion. Generally, bowed barrels do not complete assembly during the manufacturing process. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bowed barrel and broken barrel) possible root cause for the reported issues: molding - processing issue (parts were blocked and associate didn't back off the plastic infeed, water problems, overpacking, etc.) Material handling (duration of components being stored in totes). Device history record review ¿ a review of the device history record was completed for batch# 4195639. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Device history record review ¿ a review of the device history record was completed for batch# 5201563. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for barrel bent and broken barrel on lot # 4195639. This is the 2nd related complaint for barrel bent and broken barrel on lot # 5201563 based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.